Manufacturer narrative:
Eval: results: as rec'd, the set screw of the lower connector block was dislodged but remained captured by the septum. The set screw was aligned and screwed into the threads of the lower connector block. A lab lead was inserted into the lower port and the set screw tightened onto the lead. The set screw held the lead as designed. The lab lead was removed normally. The ipg was tested to mfg specifications on the autotester and passed all tests. As there is adequate info available regarding proper set screw engagement for the ipg, this event is attributed to the user's technique. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's (B)(6) scs system includes an ipg implanted on (B)(6) 2008. During a surgical procedure to implant a new lead for better therapy coverage, it was reported the physician experienced difficulty securing the lead into the ipg header. As such, the physician replaced the ipg. No further issues were reported following the connection of the new lead to the new ipg.